Manufacturer narrative:
The customer was sent a replacement transformer. In f/u with the customer she stated that she witness sparking from the exposed wires. The customer also stated that no injuries were sustained as a result of the issue. The product was received on 09/26/2013. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that the transformer sparked at the exposed wires, which is a safety risk. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Should additional info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time.

Event description:
The customer reported to customer svc that she saw sparking from the exposed wires on the transformer.